Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a d97120f5 lot 65362459 had no capture during procedure. Device was exchanged to resolve issue. There were no delays and no patient injuries.

Manufacturer narrative:
A product evaluation was completed on the returned d97120f5 with 1.3ml monoject limited volume syringe. The reported event of "had no capture" was confirmed. Continuity testing confirmed open conditions in both distal and proximal circuits. Cut down of the catheter body was performed to expose the pacing lead wires. Distal lead wire was found to be broken at the solder. Proximal lead wire was broken at lead wire port. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage was observed from the catheter or returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time. The affected final work order documentation and the manufacturing process were verified and no deficiencies were found. A final continuity test is performed to the electrodes during the final inspection. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.